Event description:
It was reported to medtronic minimed that the customer experienced pump error 43: motor was detected by reading unexpected value from hall sensor, pump error 130: ) this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 43 and pump error 130 were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 alarms on the event date of 06-may-2024 at 08:39:48.000. Pump alarmed a pump error 130 alarm on the event date of 06-may-2024 at 18:38:10.000 and 18:38:15.000. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 130 was not confirmed during testing. Moisture damage was confirmed found on the battery tube and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.